Manufacturer narrative:
Correction: section d4: serial number should have been (B)(6) rather than (B)(6). Correction: section d4: lot#: should have been a000104908 rather than a000087957. Correction: section d4: expiration date should have been jan 18, 2023 rather than oct 14, 2021. Correction: section d10: therapy dates should have been on (B)(6) 2021 rather than on (B)(6)2020. Scs anchors (2) added to concomitant products. Correction: section d6a: date of implant should have been on (B)(6) 2021 rather than on (B)(6) 2020. Correction: section h4: device manufacture date should have been jan 18, 2021 rather than oct 15, 2019. Correction: the allegation is against 1 of 2 leads; however, it is unknown which lead, therefore, all potential components are being listed. Additional components potentially involved in the event include: common device name: scs octrode lead, model: 3186, UDI: (B)(4), serial: (B)(6), batch: a000107390.

Event description:
It was reported that patient lost stimulation due to right lead migrating down. Surgical intervention was undertaken wherein the right lead was explanted and replaced. Therapy was restored.

Manufacturer narrative:
Section b3: date of event is estimated. The allegation is against 1 of 2 leads; however, it is unknown which lead, therefore, all potential components are being listed. Additional components potentially involved in the event include: common device name: scs octrode lead, model: 3186, UDI: (B)(4), serial: (B)(6), batch: a000094294. Based on the information provided a device problem was not identified, as a result a conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined.